Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed. The cause of the monitor resetting was isolated to defective u102 and u105 flash chips on the c/a board. The root cause for the defective flash chips could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting.